Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry control did not work correctly. Review of the log file indirectly indicates the malfunction with the geo module. The fse performed system troubleshooting and found that the geometry oil control knob was broken due to which the oil leaked from the tube. The fse suggested the customer to replace the geometry control module. No further service has been performed by philips since the service quotation was not accepted by the customer and it got expired. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry control does not work correctly. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.